Event description:
Spontaneous report, from (B)(6). Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4) linked case 2 of 2: us-septodont-2022016685. This initial serious case report was received on (B)(6) 2022 from dentist by dealer and forwarded to septodont on (B)(6) 2022 by email. Additional info #1 was received from the dealer by email and provided information on the age of the dentist and patient. Additional info#2 was received from the reporter via phone and provided more details regarding the incident. This case described accidental needle stick with suspected device henry schein standard needles 30ga short in a 32-year-old female dentist with an unspecified medical history. It was reported that on (B)(6) 2022, an extraction procedure was performed on a 52-year-old female patient using henry schein 30ga short needle to administer local anesthesia. After removing the needle from the patient's gums, the dentist performed clean-up. During the clean-up process, the dentist tried unscrewing the needle, the tip of the syringe got detached from the needle and the dentist suffered needle stick injury on the tip of her finger. It was reported that as a precautionary measure, both female dentist and patient went for lab tests. The results could not be revealed due to hipaa regulations. Information on the batch: #f10811aa, expiry date: 30-sep-2026. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Manufacturer's preliminary comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis and pending quality investigation, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). Linked case 2 of 2: (B)(4). This case described accidental needle stick with suspected device henry schein standard needles 30ga short in a 32-year-old female dentist with an unspecified medical history. It was reported that on (B)(6) 2022, an extraction procedure was performed on a 52-year-old female patient using henry schein 30ga short needle to administer local anesthesia. After removing the needle from the patient's gums, the dentist performed clean-up. During the clean-up process, the dentist tried unscrewing the needle, the tip of the syringe got detached from the needle and the dentist suffered needle stick injury on the tip of her finger. It was reported that as a precautionary measure, both female dentist and patient went for lab tests. The results could not be revealed due to hipaa regulations. Information on the batch: #f10811aa, expiry date: 30-sep-2026. #f10810aa, expiry date: unknown. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Additional info #1: received information regarding dentist and patient age. Additional info #2: received additional details such as number of people involved, description of incident, etc. Fup #3: received qir for batch f10811aa from the quality department. Additional info #4: received information regarding additional batch involved in this incident. Manufacturer's preliminary comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis and pending quality investigation, no CAPA is required.

Event description:
Spontaneous report, from us. Local reference #: (B)(4). Quality complaint was opened: reference #: (B)(4). Linked case 2 of 2: (B)(4). This initial serious case report was received on 19-sep-2022 from dentist by dealer and forwarded to septodont on 26-sep-2022 by email. Additional info #1 was received from the dealer by email and provided information on the age of the dentist and patient. Additional info#2 was received from the reporter via phone and provided more details regarding the incident. Follow-up #3 was received on 30-nov-2022 from the quality department. Additional information #4 was received on 30-nov-2022 from the dealer. Follow-up #5 was received on 16-dec-2022 from the quality department. All the information was processed together. It was reported that on (B)(6) 2022, an extraction procedure was performed on a 52-year-old female patient using (B)(4) 30ga short needle to administer local anesthesia. After removing the needle from the patient's gums, the dentist performed clean-up. During the clean-up process, the dentist tried unscrewing the needle, the tip of the syringe got detached from the needle and the dentist suffered needle stick injury on the tip of her finger. It was reported that as a precautionary measure, both female dentist and patient went for lab tests. The results could not be revealed due to hipaa regulations. Information on the batch: #f10811aa, expiry date: 30-sep-2026. #f10810aa, expiry date: unknown. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Additional info #1: received information regarding dentist and patient age. Additional info #2: received additional details such as number of people involved, description of incident, etc. Fup #3: received qir for batch f10811aa from the quality department. Additional info #4: received information regarding additional batch involved in this incident. Fup #5: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis and pending quality investigation, no CAPA is required.

Event description:
Spontaneous report, from us local reference #: (B)(4) quality complaint was opened: reference #: (B)(4) linked case 2 of 2: (B)(4) this initial serious case report was received on 19-sep-2022 from dentist by dealer and forwarded to septodont on 26-sep-2022 by email. Additional info #1 was received from the dealer by email and provided information on the age of the dentist and patient. Additional info#2 was received from the reporter via phone and provided more details regarding the incident. Follow-up #3 was received on 30-nov-2022 from the quality department. Additional information #4 was received on 30-nov-2022 from the dealer. Follow-up #5 was received on 16-dec-2022 from the quality department. All the information was processed together. It was reported that on (B)(6)2022, an extraction procedure was performed on a 52-year-old female patient using henry schein 30ga short needle to administer local anesthesia. After removing the needle from the patient's gums, the dentist performed clean-up. During the clean-up process, the dentist tried unscrewing the needle, the tip of the syringe got detached from the needle and the dentist suffered needle stick injury on the tip of her finger. It was reported that as a precautionary measure, both female dentist and patient went for lab tests. The results could not be revealed due to hipaa regulations. Information on the batch: #f10811aa, expiry date: 30-sep-2026. #f10810aa, expiry date: unknown. At the time of this report, the outcome was unknown. This case was considered serious by the company with seriousness criteria "required intervention to prevent permanent damage" for pt "accidental needle stick" and "exposure to contaminated device". Additional info #1: received information regarding dentist and patient age. Additional info #2: received additional details such as number of people involved, description of incident, etc. Fup #3: received qir for batch f10811aa from the quality department. Additional info #4: received information regarding additional batch involved in this incident. Fup #5: received final qir from the quality department. Manufacturer's preliminary comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis and pending quality investigation, no CAPA is required.

Manufacturer narrative:
Manufacturer's preliminary comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Based on the preliminary analysis and pending quality investigation, no CAPA is required. Manufacturer's final comments: based on the first information available, the report described separation of tip of the syringe from the needle when unscrewing the needle after use in patient. The dentist suffered a dirty needlestick injury on the tip of her finger. The dentist washed her hands with soap and underwent blood testing as a precaution. A separation from the plastic hub could be due to a quality defect such as glue deficiency or could have been favored by needle bending prior to injection, sudden movement of the patient or excessive pressure exerted during injection, but there was few information on the procedure course. Therefore, pending quality investigations, no root cause could be determined. Description of remedial action/corrective action/preventive action/field safety corrective action (fsca): based on the complaints, the manufacturer will make a modification of the process - a change in polypropylene resin - which should address the small change back to the way it was previously. No quality defect (product design performance within specifications). Root cause : change from the opaque/white needle hubs to the new transparent needle hubs to make in line with the change of the needle assembly glue (from heat cured to uv light cured) and was a process improvement to implement an online canula traction test for 100% of the needles. CAPA : change in propylene resin which should address the small change back to the way it was before. Amendment: the MDR adverse event coding has been updated following cases review during safety reports authoring.